Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing that caused high ventricular rate episode being recorded. No programming changes were made. The patient was stable throughout.